Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up attempts to acquire more information were unsuccessful. If additional information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: lead/medt the proximal segment of the lead was returned, analyzed and all conductors were fractured. It was noted that there was blood/body fluid on all conductors (not obstructed).